Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced stoma pain with an enduring abscess, without exudate. She was treated with an unknown oral antibiotic for 10 days. On 30 nov 2023, the patient reported improvement, the abscess drained spontaneously. On (B)(6) 2023, the stoma was in perfect condition, the abscess resolved.

Manufacturer narrative:
Reference number 2353452. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection/abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.